Event description:
During the setup of the ventilator the respiratory therapist noticed the exhalation valve heater assembly was not heating. Biomed was contacted to troubleshoot the problem. Biomed noticed the wire coming out of the heater assembly goes to a connector that has a 90 degree joint. The 90 degree joint failed/fell apart and probably pulled wires out of the socket. Ge sent a replacement heater cable and exhalation valve heater.